Event description:
It was reported that during preparation for use the tech noticed that the lens was dry in the vial. There was no patient contact and the backup lens was implanted with no issue.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.